Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred due to a software update. The device was not in patient use.  The device was returned to the manufacturer's service center for further evaluation. During the evaluation, software mismatches were found in the event log. Software upgraded to the current version. During the unit's final testing, the unit failed testing for intermitting an ac led light and failed testing for negative flow. Front panel and machine flow sensor were replaced. The front panel and machine flow sensor were sent to the product investigation laboratory for final testing. During the testing of the front panel and machine flow sensor, the product investigation laboratory installed the trilogy evo front panel keypad on the trilogy evo stb and noted the ac led lit when ac power was applied. While providing therapy, the keypad was tested on the trilogy evo multifunctional test station for light sensor verification, led verification, and button verification and passed all testing. And concluded that the front panel keypad operates as designed.  During the testing of the machine flow sensor, the product investigation laboratory visually inspected the trilogy evo machine flow sensor and noted contamination inside the flow sensor. During the investigation of the flow sensor, it was concluded that contamination of the flow sensor caused the test failure at service. The trilogy evo machine flow sensor and front panel keypad have been scrapped.